Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. The stylet returned was a gray 65cm length(the lead is 58cm), it is also kinked at 17 and 62cm, damaged at implant attempt. Used a fresh (58cm) correct length stylet, test passed without issue. Lead was returned with the helix partly retracted and tissue/blood visible inside helix. Removed tissue/blood with alcohol and found helix is slightly bent.

Event description:
It was reported that the lead was attempted, not implanted. The stylet could not be inserted fully into the lead which made the lead tip too soft to apply proper pressure to screw in the helix. This resulted in high, unstable thresholds and high impedance at all sites attempted. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.